Event description:
A caller reported experiencing a cartridge alarm 30 almost daily. There was no adverse impact to the customer's blood glucose level. The technical support team confirmed the issue with consecutive cartridges and decided to replace the pump.